Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient allegedly developed with pulmonary embolism and heart complications. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, a powerport isp m.r.I. Implantable port was implanted in a patient via the left subclavian vein due to difficulty in venous access. Fluoroscopy confirmed correct catheter tip location and an intact catheter course without kinking. Approximately, two months and two weeks later, the patient presented with fever, cough and shortness of breath. A chest x ray on the same day revealed pulmonary emboli involving the right pulmonary arteries. Therefore, it can be confirmed that the patient had experienced pulmonary embolism. However, the relationship to the port is unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), h6 (patient, method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) , 2023, a patient underwent a port placement via the left subclavian vein due to poor venous access. Approximately two months and fourteen days later, on (B)(6) , 2023, the patient was diagnosed with a pulmonary embolism involving the right pulmonary arteries, confirmed with a chest x ray. Further, approximately seven months and one day later, on (B)(6) , 2023, the patient had experienced heart complications. It was also reported that the patient was diagnosed with thrombosis. However, the current status of the patient remains unknown.